Manufacturer narrative:
The pump was received with constant alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test and confirm the motor error alarm or other error alarms due to the initial alarms. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, and motion sensor test failure. Customer's blood glucose level was not reported. The insulin pump was exposed to a MRI. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.